Event description:
According to the customer, on (B)(6) 2025, "the port to attach saline to the device to flush the line is not a snug fit, and therefore saline leaks on the patient" and that the provider had to switch to "open suctioning" due to "loss of primary function with leakage during use" to "avert airway compromise."

Manufacturer narrative:
According to the customer, on (B)(6) 2025, "the port to attach saline to the device to flush the line is not a snug fit, and therefore saline leaks on the patient" and that the provider had to switch to "open suctioning" due to "loss of primary function with leakage during use" to "avert airway compromise." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.